Event description:
A hosp in (B)(6) reported via a distributor that an rt206 adult inspiratory heated breathing circuit was open circuit on the inspiratory tube. No pt consequence was reported.

Manufacturer narrative:
Ps53909. The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The complaint breathing circuit was not returned to fisher & paykel healthcare for evaluation. Questions were sent to the distributor in order to obtain further info regarding the complaint. Results: the distributor reported that the heater base alarmed and then hosp staff found that the breathing circuit was open circuit in the inspiratory tube. A lot check revealed two (2) similar complaints for similar products with lot number 081030. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail, are rejected. The timing of use shows that the heater wire became an open circuit post production. (B)(4).